Event description:
Account alleged the bed moving in wrong direction when the handles were pushed.

Manufacturer narrative:
Technician found bed had wires swapped. He corrected the wiring and completed function check to resolve the issue.